Event description:
The facility representative reported a flo-gard infusion pump with a broken cap. It is unknown when, or in which care area, this event occurred. The facility representative stated that there was no patient involvement, patient injury or medical intervention. This condition has the potential to interrupt delivery. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with a broken cap was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be a broken door. The device was returned unrepaired to the customer as no approval for the repair was ever received.